Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in-clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited high pacing impedance, failure to capture, and failure to sense due to suspected lead fracture. Programming changes were performed. The patient was in stable condition and will continue to be monitored.